Event description:
During a revision surgery, the surgeon chose to leave the stem in situ and in removing the ceramic femoral head in the usual manner, the head fractured - stress fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.